Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level over 600 mg/dl. The customer¿s other blood glucose was 272 mg/dl, 214 mg/dl, 336 mg/dl, 454 mg/dl, 464 mg/dl, 384 mg/dl, 363 mg/dl and 528 mg/dl. The insulin pump will be returned for analysis.